Manufacturer narrative:
D4 - UDI no. - not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any obvious anomalies in the appearance. The actual sample was immersed in water and pressurized by being injected with 18cc of air which is the maximum volume of air to be injected into this product. A leak was noted at the compression balloon. The actual sample was subjected to another leak test which is identical to the one carried out in production. The actual sample was found to be leaking. This implies that the actual sample was an acceptable unit at this stage in the in-process leak test. Magnifying inspection revealed that the compression balloon had a piercing hole approximately 1.5mm in size. Electron microscopic inspection of the hole revealed that the edge of the hole had fallen inward, implying that the balloon had come into contact with a hard object on the outer surface. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined, based on the available information it is likely that the compression balloon of the actual sample came into contact with a hard object and became pierced resulting in the reported deflation. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with the following statement: "take care not to damage the tr band with needle, scissors and other sharp instrument. This may result in air leakage and bleeding." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported an air leak in the tr band device. Follow up communication with the user facility confirmed the following information: after pci, the customer experienced difficulty in inflating the tr band; the customer added more air pressure to the device; when the patient came back to the ward, the device was found to have deflated; the customer had to stop the bleeding manually; blood loss was reported but a specified amount is unknown, and the patient was not harmed.